Event description:
No additional information.

Manufacturer narrative:
One sample was received by our quality team for evaluation. Upon inspection and testing, no blockage was observed. Fluid was able to flow through the needle. The reported incident could not be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, no root cause could be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ndl blunt fill 18x1-1/2 nrfit ssu needle was clogged / blocked. The following information was provided by the initial reporter translated from french to english: we are writing to inform you of a materiovigilance report (internal sheet: 1901) dated 14/01/2025 regarding the following medical device: description: nrfit 18g 38mm sampling canula reference: 400067 lot: 4073912 expiry date: 31/03/2027 quantity concerned: 1 it was impossible to inject with this canula. The offending device is available at the pharmacy for examination. Please do not hesitate to contact us if you require any further information. Best regards, camille comte hospital pharmacy intern medical devices department logistics centre of the hôpitaux civils de colmar 8 rue de guebwiller 68000 colmar 03 89 12 49 75 additional information provided: has the patient or user suffered any harm? If yes, please explain no can you confirm whether samples are available for investigation? If yes, please specify if samples yes the needle in question used unused (before use) used (during or after use) important: if used, please confirm if samples are contaminated with blood or cytotoxic drugs. No.